Event description:
It was reported that the arctic sun device was alerting 02 low flow. Nurses have already tried stopping therapy, disconnecting and reconnecting. No improvement to water flow rate (wfr). Patient temperature (pt) was 32.7c, targeted temperature (tt) was 33c, water flow rate (wfr) was 0.5 l/m. 4 pads connected. Placed device in manual control with pads water flow rate (wfr) was 0.9 l/m, inlet pressure (ip) was -6.8 psi, circulation pump command (cpc) was 33 percentage, mixing pump command (mpc) was 0, heater 62 percentage. Disconnected pads and device alerted empty pads not complete x 2. Ran in manual control, system diagnostics showed that the outlet monitor temperature (t1) was 15.9c, outlet control temperature (t2) was 15.9c, inlet temperature (t3) was 17.6c, chiller temperature (t4) was 7.6c, water flow rate (wfr) was 1.4 l/m, inlet pressure (ip) was -6.4psi, circulation pump command (cpc) was 55 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 5. System hours were 953.1 and pump hours were 825.5. Walked through disabling manual control and advised to send to biomed labeled 02 low flow. Nurse would swap out to alternate device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alerting 02 low flow. Nurses have already tried stopping therapy, disconnecting and reconnecting. No improvement to water flow rate (wfr). Patient temperature (pt) was 32.7c, targeted temperature (tt) was 33c, water flow rate (wfr) was 0.5 l/m. 4 pads connected. Placed device in manual control with pads water flow rate (wfr) was 0.9 l/m, inlet pressure (ip) was -6.8 psi, circulation pump command (cpc) was 33 percentage, mixing pump command (mpc) was 0, heater 62 percentage. Disconnected pads and device alerted empty pads not complete x 2. Ran in manual control, system diagnostics showed that the outlet monitor temperature (t1) was 15.9c, outlet control temperature (t2) was 15.9c, inlet temperature (t3) was 17.6c, chiller temperature (t4) was 7.6c, water flow rate (wfr) was 1.4 l/m, inlet pressure (ip) was -6.4psi, circulation pump command (cpc) was 55 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 5. System hours were 953.1 and pump hours were 825.5. Walked through disabling manual control and advised to send to biomed labeled 02 low flow. Nurse would swap out to alternate device. Per follow up information received via task on 30apr2025, additional follow up information received. Spoke with biomed who confirmed they had received this device earlier this month and spoke with technical support team. A faulty pressure transducer was identified and sent in for repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed pressure transducer. The device was evaluated upon receipt. Initial state-up ip read -2.7. Control panel screen flickers during decontamination and service evaluation. Customer declined the repairs. The device will be returned as received with no repairs performed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.